Event description:
It was reported that the catheter could not be withdrawn, fractured and remained inside patient. The patient presented with chronic total occlusion (cto) and underwent coronary percutaneous coronary intervention stent implantation. The 100% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. After the cto was successfully opened in the lad, it was found that the opening of the septal branch was severely stenosed. The 1.2mm x 12mm fg threader micro dilation balloon catheter was used to pre-dilate the septal branch. After the balloon was dilated with a pressure pump, it was found that it could not be withdrawn or advanced forward and pulled backward. The physician then cut the delivery shaft and advanced a guidezilla to remove it. After multiple attempts to remove the device, the tip of the catheter was fractured. An attempt was made to grasp the device fragment but failed, and a stent was immediately implanted to cover the fractured tip. The procedure was completed. No complications were reported, and the patient was stable post procedure. It was further reported that the threader catheter was used for opening the blood vessel during the cto procedure and was not used for pre-dilation. A pre-dilation balloon was used before. The physician noted that there was stenosis at the orifice of the septal branch during the opening process, so this threader was placed at the opening of the septal branch.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned in a broken condition with the distal section including the balloon and tip not returned. Visual and tactile inspection revealed multiple hypotube kinks along the length of the hypotube shaft. Two shaft breaks were identified. One break was noted in the proximal hypotube (2mm distal from the distal end of the strain relief). The second break was noted in the more distal powercoil section of the shaft. The section of the device distal of this second break site, including distal polymer shaft, balloon and tip was not returned.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the catheter could not be withdrawn, fractured and remained inside patient. The patient presented with chronic total occlusion (cto) and underwent coronary percutaneous coronary intervention stent implantation. The 100% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. After the cto was successfully opened in the lad, it was found that the opening of the septal branch was severely stenosed. The 1.2mm x 12mm fg threader micro dilation balloon catheter was used to pre-dilate the septal branch. After the balloon was dilated with a pressure pump, it was found that it could not be withdrawn or advanced forward and pulled backward. The physician then cut the delivery shaft and advanced a guidezilla to remove it. After multiple attempts to remove the device, the tip of the catheter was fractured. An attempt was made to grasp the device fragment but failed, and a stent was immediately implanted to cover the fractured tip. The procedure was completed. No complications were reported, and the patient was stable post procedure.